Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high and low blood glucose readings and no delivery alarm from the insulin pump. The customer's blood glucose reading was 32 mg/dl. The customer treated with a meal. The customer stated that she also had a high reading of 420 mg/dl when she received multiple no delivery alarms. The customer stated that the alarm occurred during basal. The customer stated that the no delivery alarm was recurring. The customer stated that the alarm was resolved by a complete set change. The customer was advised to call back when the alarm occurs in order to troubleshoot.